Event description:
Customer reported via phone call, the insulin pump had alarmed button error when she was browsing the menu. The device had been in her pocket. Customer's blood glucose was 200 mg/dl. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis. She also reported she was hospitalized twice. First time was on (B)(6) 2015 for high blood glucose of 800 mg/dl. She was cutting the grass and started to feel chest pains. Second occurrence was on (B)(6) 2015 due to low blood glucose of 20 mg/dl. She was unconscious and incoherent prior to the hospitalization. Paramedics took her to the hospital and removed the device. She declined troubleshooting for high and low blood glucose.

Manufacturer narrative:
The insulin pump alarmed button error and it had no button response due to corroded keypad traces. Function testing included displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery was not performed due to the keypad issues. The following cosmetic damage was noted: minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, scratches on the reservoir tube window, and cracked reservoir tube lip.